Event description:
It was reported that the customer was requesting a log review to find out how the pump was programmed since the patient passed away while connecting to the device. Although requests were made, the customer declined to provide any further information as well as declined to provide event and error logs.

Manufacturer narrative:
The actual date of death is unknown. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.